Manufacturer narrative:
Product complaint #(B)(4). Date sent to FDA: 10/20/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information was requested, the following was obtained: please clarify did the additional 4 products received also have suture breakage (1 x vp2317 lot t9006; 1 x vp2317 lot t9023; 2 x vp2345; t9002 ) or are these unused samples? : these products was also used for surgery. Related medwatch reports: 2210968-2023-00803, 2210968-2023-00804, 2210968-2023-00805, 2210968-2023-00806, 2210968-2023-08035, 2210968-2023-08036, and 2210968-2023-08038.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and suture was used. Suture broke during suturing. There was no potential adverse event reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/30/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received, a needle and one winding former that pertain to product code vp2345. During visual inspection of the winding former, the sutures could not be dispensed since has began with the process of degradation. The needle was examined, and the swage and attachment area were noted as expected. The barrel was inspected under magnification and remnant suture was observed. Upon visual inspection of the foil, excessive wrinkles and holes in the cavity were observed due to handling. As per the condition of the returned sample, the functional test could not be performed. The event reported was confirmed and it is related to improper use of the device. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 10/30/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.